Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial lead had high threshold and high impedance while the patient was checked during a hospital stay. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.